Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt te's were non-functional.